Event description:
Customer reported missing cine runs. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and informed the customer of the known software problem that will be resolved in the next software release. System operates as intended.